Event description:
This case was initially received via regulatory authority (B)(6) ((B)(4)) on 02-may-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("major blood loss") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), allergy to metals ("proven allergy to nickel and chrome"), dizziness ("dizzy spells"), dyspareunia ("frequent contractions after sexual intercourse"), abdominal pain lower ("cramps"), hypersensitivity ("other allergies"), mood altered ("mood changes and crying for no reason") and crying ("mood changes and crying for no reason"). The patient was treated with surgery (awaiting removal with resection of uterine tubes). At the time of the report, the abdominal pain, genital haemorrhage, allergy to metals, dizziness, dyspareunia, abdominal pain lower, hypersensitivity, mood altered and crying outcome was unknown. The reporter provided no causality assessment for abdominal pain, abdominal pain lower, allergy to metals, crying, dizziness, dyspareunia, genital haemorrhage, hypersensitivity and mood altered with essure. The reporter commented: several adverse reactions started to occur after placement of the essure inserts. It was also reported that she is awaiting removal with resection of uterine tubes or more depending on the internal state. Further company follow-up with the regulatory authority is not possible. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced and experienced abdominal pain and major blood loss (seen as genital bleeding). She is awaiting removal with resection of uterine tubes or more depending on the internal state. The reporter provided no causality assessment for the events. The events are regarded as anticipated according to the reference safety information for essure. Abdominal pain and genital bleeding may have multiple causes and may occur with essure therapy. As no alternative explanation, considering their nature a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal will be required. Additionally, non-serious events were reported. A product technical analysis is being sought. No further information will be available, because health authority does not allow active follow-up.

Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on (B)(6) 2017. The most recent information was received on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("major blood loss") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), allergy to metals ("proven allergy to nickel and chrome"), dizziness ("dizzy spells"), dyspareunia ("frequent contractions after sexual intercourse"), abdominal pain lower ("cramps"), hypersensitivity ("other allergies"), mood altered ("mood changes and crying for no reason") and crying ("mood changes and crying for no reason"). The patient was treated with surgery (awaiting removal with resection of uterine tubes). At the time of the report, the abdominal pain, genital haemorrhage, allergy to metals, dizziness, dyspareunia, abdominal pain lower, hypersensitivity, mood altered and crying outcome was unknown. The reporter provided no causality assessment for abdominal pain, abdominal pain lower, allergy to metals, crying, dizziness, dyspareunia, genital haemorrhage, hypersensitivity and mood altered with essure. The reporter commented: several adverse reactions started to occur after placement of the essure inserts. It was also reported that she is awaiting removal with resection of uterine tubes or more depending on the internal state. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality safety evaluation of product technical complaint. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.